Manufacturer narrative:
Lot number was provided for the investigation. After obtaining additional information from the reporter, the root cause is determined to be accidental user error. The cautery tip was very hot after being used, and it was placed in contact with a gauze sponge without the cover cap on the cautery tip. Per the IFU, it is stated "cautery tip will remain hot immediately after deactivation and may cause inadvertent burns to user or patient. Always retain the cover cap and replace it on the cautery when not in use." This should be considered the final report. However, if additional relevant information is identified, it will be submitted in a supplemental report.

Event description:
Complainant alleges "the physician says the unit seemed to have been running much hotter than it should have. The disposable cautery unit started smoldering when it touched a gauze sponge. It produced a small flame, but it was extinguished, and did not cause any injuries." This is logged in our complaint system as comp (B)(4).